Event description:
It was observed during surgery the surgeon used both drill guides on the pt that had black residue inside them. The drill guide was placed into the plate and then the drill was inserted into the drill guide. During the drilling process the black residue was discovered. The surgeon flushed the drill guides and irrigated the wound with antibiotics this added a fifteen minute delay to the surgical procedure. No infection was reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.